Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the abdomen. The patient experienced loss of consciousness. The cgm was reading 130 mg/dl and the blood glucose reading was 30 mg/dl. The patient self-treated with ¿15g of fast acting carbs¿ when she saw the cgm value read 130 mg/dl with two double down trend arrows. The patient then passed out but was able to be aroused by her parent. She was then treated with another ¿30g of additional carbs¿. The patient also changed out the sensor after this event occurred. There was no documentation of medical intervention. Patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).